Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after inserting the device into the patient, the surgeon put air into it, pumping it five times, and the balloon cracked. They stopped using it and opened another. There was no patient injury.

Manufacturer narrative:
(B)(4). A cut was observed to penetrate the balloon. The dissector balloon unable to be inflated due to the cut in the balloon. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.